Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu0684 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the device deficiency of the catheter occurred after the insertion procedure (insertion date: (B)(6) 2020). The nature of the device deficiency was user error. The catheter was accidentally slightly displaced during dressing and was re-positioned afterwards by a person, which is not part of the study team. The device was removed. Device deficiency of catheter. Date of detection of device deficiency: (B)(6) 2020.